Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to diabetic ketoacidosis. Blood glucose at the time of the emergency room admission was over 600 mg/dl. Customer stated he was unable to treat with the insulin pump and decided to go to the hospital. Customer sated he received a no delivery alarm which was cleared with a complete infusion set and reservoir change. Customer experienced nausea, vomiting and dehydration. During troubleshoot; customer stated the drive support cap is recessed and time, date and basal rates are set up correctly. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Insulin pump passed the high pressure test. Customer removed the infusion set an the cannula is not bent or occluded. Current blood glucose 380 mg/dl. Nothing further reported.